Event description:
Customer alleges that the pt has a pressure sore and they are trying to rule out meditherm hypothermia machine as the cause.

Manufacturer narrative:
The user facilities biomed dept is checking the medi-therm to confirm that the unit was operating within specification.